Event description:
Right breast implant surgically removed due to partial deflation. Upon removal, the implant was noted to have two pin-hole sized disruptions of the shell. By hx, pt had recently undergone a right breast biopsy at another facility and felt the implant may have been nicked.